Manufacturer narrative:
Medtronic investigation of returned suspect device finds that based on the lot code, the returned vertek arm is five years old. The arm failed the holding force test; the arm should hold with a downward force up to 14 lbs, but only held to 4.8 lbs. The arm also should hold with a side ward force up to 10 lbs but failed at 4.5 lbs. The reported event was confirmed to be caused by a mechanical failure mode, mostly likely due to the age of the device. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. As previously reported, the instrument was replaced to resolve the reported issue.

Manufacturer narrative:
Return requested. Replacement articulating arm shipped to site (B)(4) 2015. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, an inaccuracy was alleged due to movement of the articulating arm. During the biopsy procedure, after the patient was registered and draped, the articulating arm moved and caused navigation to fail. The articulating arm was tightened all the way. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The movement of the vertek arm was substantial (a few centimeters). The site immediately replaced the initial vertek arm with another vertek arm, re-registered, and accuracy was sufficient from that point forward.